Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal medication via an implantable pump for intractable spasticity. The hcp reported that the patient had an magnetic resonance imaging (MRI) on friday and was having the pump checked today. The hcp reported seeing the pump motor did stall and had not recovered yet.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported that pump motor recovery was confirmed on 2026-jan-12 upon second interrogation of the pump upon recommendation of the manufacturer's representative (rep) contacted during the clinic encounter on that date. The pump showed recovery within 5 minutes of the pump interrogation. This matter is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.